Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device did not shock in manual mode, nor in automatic mode. The user changed the defibrillator. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, there was no direct adverse event to the patient or user.

Manufacturer narrative:
Correction: this issue was originally considered to be a serious injury, however, additional information received from the customer clarified this is a patient death. Patient outcome grid = death. H3 other text : device is end of life / end of support.

Event description:
It was reported to philips that, on (B)(6) 2022, the user tried to shock a patient in manual mode with the heartstart xl but the device did not shock. The device also did not shock in automatic mode. The user changed the defibrillator. The patient died. There was no memory card present in the heartstart xl. There were no ECG tracings available. However, the system log showed that an error code 00001 occurred on (B)(6) 2022. This issue was originally considered to be a serious injury, however, additional information received from the customer clarified this is a patient death. No ECG monitoring strips or case event files were provided to philips for review. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31dec2013. All options associated with this defibrillator were discontinued as of 31dec2013. A philips product support engineer reviewed the case and determined that error code 00001 is part of a group of error codes for defib-failure-charging-circuits which would require replacement of the power pca and/or control pca to resolve. There could be an issue with either of the two pca boards or possibly both, however, spare parts for the heartstart xl are not available, therefore no further investigation can be completed. As the device is at eol status, troubleshooting was not completed for this device and the reported issue could not be verified. The customer was aware of the end of life terms and the device remains at the customer site.